Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away. The cause was not provided. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
B5: additional information. D4: expiration date added. D4: primary UDI number: updated. H6: health effect code: updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away due to chronic obstructive pulmonary disease (copd). The death was not considered device related and it was noted that the device operated as expected.